Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the presumable and definitive root cause of the event could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In speaking with the olympus technical assistance center (tac), the customer explained that they encountered error codes e101 and e102, along with overheating of the xenon light source. Tac advised checking to confirm that the lamp is installed properly in the heat sink and that the correct amount of heat paste is applied where needed. If the issue recurs, the customer will need to send the unit in for repair. A case number was provided, and the case will remain open for follow-up. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the xenon light source was experiencing multiple errors, such as error codes e101 and e102, along with overheating of the clv-190. There were no reports of patient harm.